Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they are still getting the settings not available message and they cannot change the settings, indicating the issue has not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), product type: lead, product ID: 977a260, lot#serial#: (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient said he met with the mdt rep a couple of months ago to get further programming, because a "bunch of sensors were not working". Patient said since a month ago he started getting settings not available again and he can't increase stimulation beyond 2.5 or 2.6 ma. Patient said he can change group and feel stimulation in his back. Tss reviewed with patient that further investigation is needed to determine if programming is possible, as it appears those sensors that he mentioned that were not working might be occurring again. Tss redirected patient to his managing hcp to address this matter.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead. Product ID 977a260, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there were high impedances; performed impedance test. Impedance issues shown on electrodes 0 through 8 also showing "do not use". Reprogrammed stimulation programs around electrodes with impedance issues.

Event description:
Additional information received from patient who reported the lead issue was that some sensors were not working. They stated their manufacturer representative (rep) adjusted the settings but it has not been decided if the issue has been resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced issues where the therapy remained on one setting consistently, and a "settings not available" message appeared when attempting to switch groups. The patient confirmed being on group a and that the implant was charged. Additionally, there was information indicating that some leads were not functioning, and there was a discussion about potentially needing to replace the wiring. The patient was redirected to their healthcare provider for further evaluation and resolution. Additional information received from the manufacturer representative reported that three new groups were created due to impedances.